Event description:
Additional information was received, customer reported that the fixture mount hex did fracture during implant placement. After the fracture occurred, the mount was unable to be removed. Implant was removed and procedure was completed using another implant. Tooth location 19. No injury was reported.

Manufacturer narrative:
Additional information was received, customer reported that the fixture mount hex did fracture during implant placement. After the fracture occurred, the mount was unable to be removed. Implant was removed and procedure was completed using another implant. No injury was reported at the time of this report. The following sections have been updated: b4: date of this report. B5: describe event. G3: date received by manufacturer. G6: checked "follow-up". H2: checked follow-up type. H6: adverse event problem codes. H10: added manufacturer narrative.

Manufacturer narrative:
A impl tapered scr-v sbm 3.7mm 3.5mm 10mm (tsvb10) was returned for investigation. Visual inspection of the as returned product identified worn markings due to usage from placement and a fracture mount. No pre-existing conditions were noted on the per. The reported device was located on tooth # 36 and was used same day. Pictures or x-ray images were not provided. DHR review was completed for the subject lot number (1235367). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (1235367) for similar event and no other complaint was identified. April post market trending was reviewed and there were no actionable events or corrective actions for the reported event or device. Based on the available information, device malfunction did occur and the reported event was confirmed. Based on the investigation, risk review and IFU, the most likely cause determined from the investigation is incorrect assembly of the mount to the implant. No further investigation and no immediate CAPA/hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. The following sections have been updated: b4: date of this report d4: unique identifier (UDI) number d4: expiration date g3: date received by manufacturer g6: checked "follow-up" h2: checked follow-up type h3: device evaluated by manufacturer h6: entered evaluation codes h10: added manufacturer narrative

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Additional infromation received from preliminary investigation confirmed that the implant fixture mount was fracture.

Event description:
Additional infromation received from preliminary investigation confirmed that the implant fixture mount was fracture.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Patient weight: not provided. Initial reporter email address, fax number: not provided. Additional PMA/510(k) number: k011028, k013227.

Event description:
It was reported that during implant placement the implant fixture mount was unable to disengage from the implant body. Fixture mount was removed using another instrument. Implant was finally placed. Tooth location 19.